Event description:
A report was received that the patient had to charge her ipg frequently and was experiencing discomfort at the pocket site. The patient underwent a pocket revision, during which, the physician elected to replace the ipg and repositioned it deeper in the pocket. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.